Manufacturer narrative:
The insulin pump was received with stuck in the motor error alarm loop during bolus and basal delivery also, an e70 error alarm confirmed in alarm history. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test due to motor error alarm. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has minor scratched lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report motor error alarm and a motor position encoder error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 600 mg/dl. The customer treated with a manual injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.